Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's daughter reported that the patient had felt a pinching around the device with some numbness in the hands, and they were concerned that the device has shifted or moved. The device remains in use. No patient complications have been reported as a result of this event.